Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer (person) not provided, information provided by dalimonte rueb stoller llp occupation: non-healthcare professional. Investigation: filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Rpn/lot is unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report includes information known at this time. A follow up report will be submitted should additional information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that patient received a cook celect filter. Patient is alleging perforation of organ. Hospital and medical records have not been provided.

Event description:
Patient allegedly received an implant on (B)(6) 2009 via the left common femoral vein due to deep vein thrombosis (dvt). Patient is alleging organ/ vena cava perforation, and perforation abutting adjacent structures. Patient further alleges "I live with the anxiety of having a filter that could fail further at any time, but that cannot be retrieved without a serious surgery. I am worried because my filter has tilted within my vena cava and perforated outside of it to abut and perforate adjacent structures." "For fear of aggravating my current condition and causing potential future injuries related to the cook filter, I try not to engage in any activities that could cause me to exert myself. This includes regular exercise and walking up and down steps." Dvt, depression per computed tomography report, "the filter is tilted 26 degrees to the right. The tip of the filter is at the origin of the right renal vein. There are multiple struts perforating the wall of the ivc as follows: left posterior-lateral, 11 mm, perforating the periosteum of the l3 vertebral body; right anterior lateral, 3 mm, perforating the posterior wall of the 3rd portion of the duodenum; left lateral, 8 mm, perforating the wall of the abdominal aorta; anterior, 16 mm, perforating the posterior wall of the 3rd portion of the duodenum; left anterior lateral, 9 mm, perforating the posterior wall of the 3rd portion of the duodenum." "There is an ivc filter present."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava/organ/vertebral/aorta perforation, deep vein thrombosis (dvt), tilt, limited physical activity, worry, fear, anxiety, depression. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported limited physical activity, worry, fear, anxiety, depression is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 10 devices in lot. No relevant notes on wo for neither device (igtcfs-65-fem-celect-perm) lot: e2355101, nor filter (igtf-30-celect) lot: 1545523 and e2349659. No other complaints on lots. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava/vertebral/aorta perforation. The reported allegations have been further investigated based on the information provided to date. The additional information regarding vena cava/aorta/vertebral perforation does not change the previous investigation results for organ perforation. Catalog and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2009. Patient allegedly experienced multiple perforations of their ivc by the struts and apex of the filter. Struts further perforated the duodenum, l3 vertebral body, and aorta.